Manufacturer narrative:
On 11/20/2019, mentor became aware that previously submitted manufacturer report numbers 1645337-2019-11143 and 1645337-2019-11433 were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number. Additional information received from the duplicate manufacturer report number: the date of event has been updated to (B)(6) 2018, and age at the time of event has been updated to 54 years old. Additional symptoms reported include excessive sweating with a grey color discharge, chronic pain on both shoulders and arms, mouth issues, teeth issues, the right eye titches, lost of vision, memory fog. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 300cc and experienced bilateral rupture. Rupture was confirmed by ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.